Event description:
Information received indicates the left intermediate siderail is not latching due to a broken latch cover.

Manufacturer narrative:
The technician replaced the latch cover and a missing screw and detent to repair the bed.